Manufacturer narrative:
The reported issue that the device was alarming check IV set could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd released a new pressure sensor that was more robust in (B)(6) of 2015 from (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The device is used for treatment purposes.

Event description:
It was reported that the device alarming check IV set. Although requested, additional information was not provided.